Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('perforation- uterus / migration/ cols had migrated') in a 31-year-old female patient who had essure (batch no: a34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test." The patient's previously administered products included for prevent pregnancy: mirena in 2013. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain/ right abdominal pain"), dyspareunia ("dyspareunia, painful sexual intercourse"), dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("menorrhagia ( heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("hemorrhaging"), pelvic pain ("pelvic pain"), dermatitis allergic ("rash / skin condition"), polycystic ovaries ("autoimmune diagnosed- pcos"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), haemorrhage ("hemorrhage"), abdominal distension ("bloated"), discomfort ("uncomfortable") and acne cystic ("cystic acne") and was found to have antinuclear antibody positive ("autoimmune diagnosed -positive ana test") and hormone level abnormal ("hormonal change"). The patient was treated with surgery ({ supracervical hysterectomy (uterus only) and bilateral salpingectomy and { supracervical hysterectomy (uterus only) and bilateral salpingectomy}). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, menorrhagia, polycystic ovaries, antinuclear antibody positive, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, hormone level abnormal, vaginal haemorrhage, haemorrhage, abdominal distension, discomfort and acne cystic outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and dermatitis allergic had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, alopecia, antinuclear antibody positive, bladder disorder, dermatitis allergic, device breakage, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, breakage, polycystic ovarian syndrome, positive ana test, migration, perforation, fatigue, hair loss, migraine, headache, hormonal change, hemorrhaging. As per mr there was no perforation of the oviducts bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs and social media received. New events: hemorrhage, cystic acne, uncomfortable, bloated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('perforation- uterus / migration') and genital haemorrhage ('hemorrhaging') in a 31-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t want confirmation test.". The patient's previously administered products included for prevent pregnancy: mirena in (B)(6) . Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain/ right abdominal pain"), dyspareunia ("dyspareunia ( painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dermatitis allergic ("rash / skin condition"), polycystic ovaries ("autoimmune diagnosed- pcos"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have antinuclear antibody positive ("autoimmune diagnosed -positive ana test") and hormone level abnormal ("hormonal change"). The patient was treated with surgery ({ supracervical hysterectomy (uterus only) and bilateral salpingectomy and { supracervical hysterectomy (uterus only) and bilateral salpingectomy}). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, menorrhagia, polycystic ovaries, antinuclear antibody positive, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, hormone level abnormal and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and dermatitis allergic had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, breakage, polycystic ovarian syndrome, positive ana test, migration, perforation, fatigue, hair loss, migraine, headache, hormonal change, hemorrhaging. As per mr there was no perforation of the oviducts bilaterally. Lot number: a34124; manufacturing date: 2012/07; expiration date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('perforation- uterus / migration') and genital haemorrhage ('hemorrhaging') in a (B)(6)-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test.". The patient's previously administered products included for prevent pregnancy: mirena in 2013. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain/ right abdominal pain"), dyspareunia ("dyspareunia ( painful sexual intercourse )"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia ( heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dermatitis allergic ("rash / skin condition"), polycystic ovaries ("autoimmune diagnosed- pcos"), urinary tract infection ("uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches") and was found to have antinuclear antibody positive ("autoimmune diagnosed -positive ana test") and hormone level abnormal ("hormonal change"). The patient was treated with surgery ({ supracervical hysterectomy (uterus only) and bilateral salpingectomy and { supracervical hysterectomy (uterus only) and bilateral salpingectomy}). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, menorrhagia, polycystic ovaries, antinuclear antibody positive, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, headache, hormone level abnormal and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and dermatitis allergic had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, breakage, polycystic ovarian syndrome, positive ana test, migration, perforation, fatigue, hair loss, migraine, headache, hormonal change, hemorrhaging. As per mr there was no perforation of the oviducts bilaterally. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: previously added injury was replaced with pelvic pain and new events: abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, rash, skin condition, breakage, polycystic ovaries, positive ana test, uterine perforation, uti, bladder problem, urinary problem, fatigue, hair loss, migraine, headache, hormonal change, hemorrhaging, device monitoring procedure not performed were added on 17-oct-2019: fu 2 and fu 3 was processed together. Pfs and mr received: new events: vaginal bleeding, abdominal pain were added. Concomitant and historical drug was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.